Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. It was reported that during implantation, the impella rp descended into the right ventricle numerous times after the peel away sheath was removed. Placement of the device was ineffective. No further information was given, however, patient remained on support. Weaning was successful, the device was explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.